Event description:
A non health care professional reported that during an intraocular lens (iol) implant procedure, after implantation trailing haptic got stuck on the injector was noticed. Subsequently the lens was removed during initial procedure and completed with another unspecified backup lens. The procedure was completed on same day without any harm to the patient.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in d.9.,h.3., h.6., and h.11 the product was returned for analysis. And the reported complaint was observed. The device was received loose in the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. The lens was returned in three segments in a sample container with solution. The trailing haptic is adhered to the plunger near the nozzle tip with solution. We are unable to determine the root cause for the reported complaint trailing haptic got stuck on the injector. Haptic adhered in tip was observed on the returned sample. Straight trailing haptic may have occurred during the lens advancement resulting in the reported complaint. Straight trailing haptic may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The dfu (direction for use) instructs: visually inspect the lens to determine the position of the leading and trailing haptics. Verify that the plunger is in contact with the trailing optic edge. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is:(B)(4).